Event description:
Reference (B)(4) both right and left brake handle not staying locked. Unit sold (B)(6), 2014.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.